Event description:
Customer reported false negative reactions with jkb antigen typing on two donor units using (B)(4). All qc testing was acceptable. Customer performed testing with 5 - 10 minute incubation.

Manufacturer narrative:
Complaint was received beyond expiration dating of the product. Previous retained testing and batch record reviews were satisfactory.